Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. The product information was not provided, so the manufacture date could not be determined.

Event description:
A (B)(6) customer received a blood glucose reading of 7.2mmol/l on the contour next link 2.4 when she was feeling hypoglycemic. Other meters were reading her blood at approximately 2-3mmol/l. Further information was not provided. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. Product information was not provided. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.